Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device, including written correspondence, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device was not recognizing the defibrillation electrodes and would not let them select paddles lead from the lead select list. As a result, defibrillation therapy would not be available if it was needed. There were no reports of adverse effects to the patient as a result of the reported event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.